Event description:
In 2009 a miniarc sling was implanted. It was reported that she now complained of dyspareunia and pelvic pain. On examination, there was tenderness to palpation along the sling especially in the right and mid-urethra and "elsewhere." Due to tenderness at the sling location it was recommended to remove the sling and she agreed. On (B)(6) 2012 "removal of midurethral sling mesh," was done. It was also reported that "she did not have incontinence before the sling and currently has none as well."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.